Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at a post-op check, an x-ray revealed that the atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2014. The patient was stable prior, during and after the event.